Event description:
It was reported by service report that the side rails could become unlatched during use due to missing compression springs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the side rails could become unlatched during use due to missing compression springs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was determined that the extension spring was missing (not the compression spring), and that this would only cause difficulty in latching the side rail. The side rail could still remain latched as a result of the missing extension spring.